Manufacturer narrative:
Based on the claim against the product by the customer noting a cable broke and a fragment fell into the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.281" x 0.102" was found to be broken off. The broken piece was not returned. Additionally, the instrument was found to have a frayed grip cable at the distal end. Signs of corrosion were also found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. The common cause of this failure is typically attributed to mishandling/misuse, such as improper cleaning. A review of the procedure logs confirmed that the large suturecut needle driver instrument (471296-07/n10201123 0161) was used on (B)(6) 2022 with 4 uses remaining. The probable root cause of a broken grip tip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. Cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This complaint remains a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, the instrument jaw broke and fell into the patient. The customer was able to retrieve the broken jaw piece from the patient. The customer was proceeding in the procedure with no other patient impact. The procedure was delayed by about 20 minutes. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the clinical sales representative (csr), the instrument involved with the reported event was the large suturecut needle driver. The instrument was reportedly inspected prior to use and there was nothing out of the ordinary noted. The surgical task being performed at the time if the reporting event was suturing. The csr and the surgeon were speaking after the procedure and the surgeon did not know how the jaw of the large suturecut needle driver broke off, they had never seen that issue occurred before. Per the csr the surgeon was grabbing the suture and the jaw just broke. The large suturecut needle driver was in use for 15 minutes prior to the issue occurring. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The csr was uncertain if there was an instrument collision. The large suturecut needle driver was removed during the procedure prior to the breakage and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal, the instrument wrist was straightened, no resistance up removal through the cannula, no damage in the cannula, and no other damage on the instrument. The fragment was retrieved by the surgeon grabbing the fragment with a bipolar instrument, and the surgeon handed the fragment to the resident who was using a laparoscopic instrument. The surgeon confirmed that all fragments were retrieved. There was no additional surgical procedure required to remove the fragment. There were no post-operative tests such as an x-ray or ultrasound performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The large suturecut needle driver will be returned for evaluation. The procedure was completed robotically with no patient injury or harm.